Event description:
It was reported a knee revision surgery since tibia base plate was loose. Doctor did not blame the products.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, insufficient clinically relevant information was provided to perform a thorough medical investigation. Therefore, a medical assessment cannot be rendered at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.